Event description:
It was reported to boston scientific corporation that an 80cm two-port through the peg jejunal feeding tube (j-tube) was placed on (B)(6) 2010. The j-tube was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure, the exact event date is unknown, the patient experienced stiffness. The patient was hospitalized on (B)(6) 2010. On (B)(6) 2010, an x-ray was done and showed the intestinal tube was located in the duodenum however the direction of the tip was to the stomach. The tube was looped in the duodenum. On (B)(6) 2010 the j-tube was replaced with a new 105cm two-port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Corrections and additional information: on (B)(6) 2010, an x-ray was done and showed the intestinal tube was located in the duodenum however the direction of the tip was to the stomach. The tube was looped in the duodenum. The physician attempted to replace the j-tube however he couldn't pass the pylorus. The patient was given oral levodopa and injection apo morphine. The patient was scheduled for an exchange the following week. Using a guide wire, the device was successfully exchanged with a new 80cm two-port through the peg jejunal feeding tube (j-tube) on (B)(6) 2010. The patient is back on duodopa treatment again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an 80cm two-port through the peg jejunal feeding tube (j-tube) was placed on (B)(6) 2010. The j-tube was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure, the exact event date is unknown, the patient experienced stiffness. The patient was hospitalized on (B)(6) 2010. On (B)(6) 2010 an x-ray was done and showed the intestinal tube was located in the duodenum; however, the direction of the tip was to the stomach. The tube was looped in the duodenum. On (B)(6) 2010 the j-tube was replaced with a new 105cm two-port through the peg jejunal feeding tube (j-tube). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.